Manufacturer narrative:
Device not returned

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 70-181 mg/dl.